Manufacturer narrative:
Baney, jack. "Vagus nerve stimulation may reduce seizures in young children" neurology reviews 19.11 (2011): 12. Print.

Event description:
From the (B)(6) 2011 issue of neurology reviews, an article written by jack baney titled vagus nerve stimulation may reduce seizures in young children indicated that three patients reported adverse events including cough, gag, hypopnea, dystonia, and delayed surgical site infection. All patients involved with the study were implanted between january 2002 and may 2009 and were younger than 12 years old at the time of implant. Follow-up with the study co-author noted in the file found that he not able to provide any information. It is unknown how many of the three patients experienced each event noted due to the wording by the author. No patient or product information is known for any of the patients. This report is to address the first of the three patients.